Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was predilated with a 2.50x12mm emerge balloon catheter. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Subsequently, the stent was noted to be partially deployed from the stent delivery system. No patient complications were reported.